Event description:
Additional information was received which indicated the patient was discharged form the facility to home. Patient's physician indicated that no further interventions are planned.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted. It was reported during a procedure to reposition the leads (reference MFR report: 3008829311-2017-00542) the physician indicated the lead incision site was opening and the lead was beginning to erode. The incision site was opened and a purulent discharged was present. Cultures were taken and were positive for staphylococcus. The system was removed and the patient was hospitalized where IV antibiotics were administered. Follow-up information indicated the patient was transferred to inpatient rehabilitation for recovery.